Event description:
It was reported that low impedance during the device interrogation was observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.